Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr cmt ccr nrw sz 6 l: catalog#42502006001, lot#67455922; tibia cemented 5 degree stemmed left size c: catalog#42532006401, lot#65966905; canary tibial ext 14x30mm: catalog#43557003014, lot#040707; all poly patella cemented 29 mm diameter: catalog#42540000029, lot#67524565; biomet bc r 1x40 us: catalog#110035368, lot#u10aab0306. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent manipulation under anesthesia approximately 4 weeks post-implantation due to loss of range of motion following a left total knee arthroplasty. Attempts have been made and no further information has been provided.